Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system clamp was damaged. This occurred on 2 occasions during use. The following information was provided by the initial reporter: after punctured, hcp tried to operate a clamp however it was damaged.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9330072, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the pinch clamp was broken. Since, the physical sample was not available a simulation of the observed defect was attempted using the provided photo to recreate the pictured defect. The pinch clamp was cut in the same area and closed and reopened multiple times. The clamp was found to have no difficulty open or closing with the observed damage. Based off the provided photo and simulation the engineer was unable to verify the reported defect. Unfortunately, without a sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that bd nexiva¿ closed IV catheter system clamp was damaged. This occurred on 2 occasions during use. The following information was provided by the initial reporter: after punctured, hcp tried to operate a clamp however it was damaged.